Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure after the firing of the second staple line on stomach during stomach resection, staple line did not form between stomach walls and mucosa could be seen. Surgeon replaced stapler with a new reload and did fire again next to the staple line that did not form, creating a smaller pouch. Surgery was completed successfully. No adverse patient consequences reported. Devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain the intervention the patient underwent due to the event? How was the patient impacted? What is the current status of the patient? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.